Event description:
The customer stated that she keeps getting milk backup into the tubing and she keeps getting yeast infections in her breasts.

Manufacturer narrative:
The medela customer service rep requested the customer to call us directly in order to send out a replacement breast pump to the customer and obtain the alleged faulty breast pump for a product eval. The customer has not called medela customer service as of (B)(4) 2014. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. The clinician's customer f/u attempts were not successful. In the f/u with the customer on (B)(4) 2014, she stated her ob/gyn diagnosed her with a yeast infection and prescribed fluconazole 100m tablets and an all purpose nipple ointment that was compounded for me. She stated her yeast infection is resolved. This issue for the pump in style is currently being investigated under (B)(4).